Event description:
Access obtained without issue. Inserted wire with no resistance. Inserted PICC without resistance. PICC went up the rij. As I tried to pull back the PICC to come out of the ij, I felt resistance (patient had also turned his head towards me at this time) so I had him look back towards his left. PICC pulled back smoothly and was advanced into the svc without issue. When I removed my wire, I noticed it was extremely bent. I have looked at the wire and talked with the rn who placed it. She states that the line places without issues or problems. When wire was removed it was noticed to be in the state that is resides in the bag. Sent to manufacturer for review. Vat rn was placing a PICC line on a patient. The placement of the PICC was smooth and no abnormal things happened. Manufacturer response for PICC guidewire, power PICC (per site reporter). Request return of product.